Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the returned device matched the report and the reported event was confirmed. Review of the manufacturing documents revealed no discrepancies. Dimensional examination revealed no deviations in the relevant undamaged areas of the screw returned. The screw was inserted under high pressure whilst the tips of the thread had hard contact to the nail, which had likely been caused by a deviated drill. This scenario is supported by the event description ¿he extracted it, drilled the screw hole again and inserted other new screw." Based on the above facts the root cause of the reported event is not linked to a deficiency of the device but is rather related to improper handling by the user. No non-conformity was identified.

Event description:
On (B)(6) 2013, during t2 surgery, when the surgeon inserted the locking screw to patient bone, the screw head worn. He extracted it, drilled the screw hole again and inserted other new screw.

Event description:
On (B)(6) 2013, during t2 surgery, when the surgeon inserted the locking screw to patient bone, the screw head worn. He extracted it, drilled the screw hole again and inserted other new screw.